Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time settings were set to am instead of pm. The customer was uncertain of the suspected cause, however the customer stated they may have inadvertently changed the settings a month prior. The customer's blood glucose level was in the 240's (mg/dl). The customer delivered a correction via the pump. Tandem technical support assisted the customer with programming the correct time.